Event description:
A malfunction alarm occurred, showing a code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with the reset process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the code appears again.